Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2006 and mesh and polyform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh/bso due to sui, and prolapse. After insertion, patient experienced pain, recurrence, bleeding, dyspareunia, and urinary/bowel problems. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, urgency, recurrent cystocele, urinary retention, overactive bladder, pressure on bladder, mixed incontinence, rectocele, enterocele, paravaginal defects with descent and voiding dysfunction. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. It was reported that the patient underwent mesh revision on (B)(6) 2015.